Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced swelling at his ipg site and his wound was not healing appropriately. The patient went to a wound care clinic for further evaluation and treatment. Follow-up identified the patient has been released from the wound care facility and his ipg site has healed.